Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ standard/10 aerobic/f culture vials (plastic) a false positive result was obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer reports that he obtained a false positive result on an apheresis bag during a bactec fx equipment verification procedure.

Event description:
It was reported while testing with bd bactec¿ standard/10 aerobic/f culture vials (plastic) a false positive result was obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer reports that he obtained a false positive result on an apheresis bag during a bactec fx equipment verification procedure.

Manufacturer narrative:
H.6 investigation summary: catalog 442027 batch no. 1245169 customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: there is nothing in the log files that is suggesting any voltage or rack issue was present. The unit is functioning as intended. However, the log files showed the voltage outputs ( the readable ones to the computer, not the actual voltages going to the system) were reading significantly off. This may be contributed to a grounding issue, or some other issue with the edb.